Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized two days after the onset of the peritonitis. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 4 involved in this event.